Event description:
It was reported that during a robotic prostatectomy procedure, the device fired fine but some of the staples were not completely formed. There was some bleeding. It was controlled by suture and ligation. There was no patient impact. The device was discarded. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.